Manufacturer narrative:
According to the available information this inflatable penile prothesis was implanted and removed on 8/29/96 due to "deflation". In the received information the physician stated that after performing a revision surgery to exchange the resipump of this patient's device, and after closing the patient, deflation of the device was noted. Therefore the patient was re-opened, and the entire device was removed and replaced. Qa was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, qa is precluded from confirming any observations and precluded from commenting on the condition of the prosthesis. Should the explanted device become available, or additional information be received, qa will re-evaluate this complaint in accordance to procedure.

Event description:
Per the information provided to us by physician's office, the device was removed due to "deflation". As reported to us, the patient was undergoing a revision of a mark ii originallly implanted in 1992. It was observed at this time that there was leakage from teh resipump component (see MFR report #1996-2125050-0466). The physician left the cylinder(s) inplace and replaced the resipump only. Upon closing the patient, he cycled the device and discovered "deflation of the device". The physician reopened the patient, removed the entire device and replace it with another mentor 2-piece inflatable penile prothesis.